Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018 the parent of a patient (pt) from argentina who wore acuvue oasys contact lenses (cls) called to report that the pt had an ulcer on the eye (the affected eye was unknown) about four years ago due to a cl. The parent stated that the pt has always used the same cls for many years. No other information was available at that time. Attempts were made to contact the pt to obtain more information regarding the event on (B)(6) 2018 and (B)(6) 2018, but were unsuccessful. On 28mar2018 the pt was contacted and reported the following additional information: the pt was diagnosed with a ¿mild¿ ulcer in the left eye (os) approximately four years ago. The pt was treated at a public hospital, but could not remember which one. The pt was unable to recall the medications prescribed, but stated that they were administered ¿a couple of times a day¿ and the pt returned to cl wear after a week. The pt is a long time cl wearer and wears the same prescription in both eyes. The pt has used and has continued to use saline to clean and store the cls and replaces cls monthly and does not sleep in them. The pt reported showering and swimming in the cls. The pt was not able to provide the lot numbers and had no product available to return. No further information was available or expected. No product or lot information was available. No analysis could be conducted. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.